Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to high out of range pacing impedance a couple of days after its implant. The impedance was originally within range but suddenly jumped to an out-of-range value. Technical services (ts) reviewed the reports and noted that the right ventricular autothreshold (rvat) test was not complete after the initial test. Ts provided potential causes and suggested an in-office check to investigate and x-ray imaging. The lead was repositioned to resolve the issue. The lead remains in use. No adverse patient effects were reported.